Event description:
After the catheter balloon was inflated, the dr tried unsuccessfully to re-introduce the guidewire through the catheter shaft which had been previously removed. No pt injury or further complication reported.